Manufacturer narrative:
H10 h3, h6: the device was used in treatment and it was reported that the navio screen went completely blank. The reporter attempted few troubleshooting maneuvers to turn it on, but was unable to do so. After the unsuccessful attempts the user had to abandon using navio and move forward using a different device. On 5/3/2017 it was reported by the service rep that the power strip in the back of the navio cart had been switched off. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review identified prior similar events, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The reported device, the log files, the screenshots or the patient archive were not returned to the complaint unit for initial investigation, thus visual inspection and functional evaluation could not be performed. The field report and the customer letter attached to the complaint files points that after the service visit was determined that someone had turned off the with power strip in the back of the navio, this being the cause of the error. The rear door of the navio cart has a lock that should be engaged so that only s&n robotics personnel have access to it. The malfunction was due to user error.

Event description:
It was reported that the navio screen was completely blank and attempted everything to turn it on, but was unable to do so. Checked all the cords and even hooked it up to a slave monitor, but nothing helped. The other monitor showed the navio screen though. After unsuccessful attempts they aborted navio case and move forward using brainlab. It was noticed during a service visit that the power strip in the back of the navio cart had been switched off.